Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl at the time of the incident. Customer also states bent cannulas. Replacing the infusion set and nothing will be returned for analysis.